Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient is reported to have experienced, blood clots, caval thrombosis, deep vein thrombosis (dvt), pulmonary embolism (pe) and subsequently expired. The cause of death was not provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The patient¿s cause of death was not provided. It is therefore not possible to draw a clinical conclusion regarding a relationship between this event and the implanted device. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to blood clots, caval thrombosis, deep vein thrombosis (dvt), pulmonary embolism, and death. The information also indicated that the patient is deceased, however; a cause of death nor a relationship to the device was provided. As a direct and proximate result, the decedent suffered life-threatening injuries and damages and required extensive medical care and treatment.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter was reported to be deep vein thrombosis (dvt) and a suspected pulmonary embolism (pe). The patient is further reported to have had inflammatory bowel disease and gastrointestinal (gi) bleeding. The filter was implanted via the left common femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well. More than twelve years after the filter implantation, the patient and/or family became aware that the filter had tilted. In addition, the patient is reported to have developed blood clots, clotting, occlusion of the inferior vena cava (ivc), caval thrombosis, dvt and pe. The patient also underwent a failed attempt to capture the clots. The patient¿s family further reported that the patient had experienced mental anguish and anxiety associated with the filter. The patient subsequently expired. The cause of death was reported to be extensive pe and lower extremity dvt caused by blood clots. In addition, the death certificate and a relationship of the device to the patient¿s death were not provided. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to blood clots, caval thrombosis, deep vein thrombosis (dvt), pulmonary embolism, and death. The information also indicated that the patient is deceased, however; a cause of death nor a relationship to the device was provided. As a direct and proximate result, the decedent suffered life-threatening injuries and damages and required extensive medical care and treatment. Per the implant records, the filter was indicated for deep vein thrombosis (dvt) and a suspected diagnosis of pulmonary embolus (pe), in addition to inflammatory bowel disease and gastrointestinal (gi) bleeding. The left common femoral vein was studied with ultrasounds and was found to be compressible and of normal caliber. The left common femoral vein was punctured using ultrasound guidance and single wall technique. A venogram demonstrated no clots and no anatomic variants. The filter was placed in an infrarenal location with its top at approximately the superior endplate of l2 vertebra. The patient tolerated procedure well. According to the information received in the patient profile form (ppf), the patient¿s family reported tilting of the filter, blood clots, clotting and or occlusion of the ivc; and that the patient had suffered from infection of the lungs, failure to capture the clots, fluid around the heart and anxiety related to the filter. The family became aware of these events approximately twelve years and four months after the filter implantation and reported the cause of death as extensive pe and dvt caused by blood clots. The death certificate has not been provided.